Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission and upon review, the left ventricular lead exhibited high impedance and increased capture threshold. Review of the transmission on (B)(6) 2018 revealed the lead continued to exhibit high impedance and capture threshold. The patient presented in clinic for follow up on (B)(6) 2018. Upon interrogation, the lead exhibited loss of capture. On (B)(6) 2018, the lead was explanted and discarded. On (B)(6) 2018, the patient received a replacement lead. The patient was in stable condition throughout the entire event.